Event description:
Several auto immune disease such as fibromyalgia, idiopathic hypersomnia, endocrine disruption, reproductive hormone imbalances, fibroids, recurrent folliculitis in armpits, gerd, vitamin d deficiency, eczema, adrenal fatigue, uterine fibroids, polycystic ovarian disease; 800cc mentor smooth cohesive gel implants x2.